Event description:
It was reported by the affiliate that (1) 512sd was used during a laparaoscopic colecystectomy procedure. It was reported by the affiliate that the gasket tore. Opened another device to complete the case. No adverse pt outcome. 05/18/2000: additional devices were rec'd with torn gaskets (7). One device rec'd in good condition.